Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the pim and safety disk and found all to be ok. The fse then removed the transport cart and found the helium supply hose to be pinches against the casing. So, in order to fix the issue, the fse removed the pinch point and checked the hosing for damage and found it to be ok. The fse then tested all manifold and pim plus used a trainer to ensure that all was ok. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.